Event description:
It was reported that, the custom long length ulnar stem with no bony support around the olecranon (stress riser) broke at the bone stem junction. Revision procedure required to reimplant another long stem ulnar component with allograft bony support. Revision due to broken ulnar stem. Revision procedure was successful. No x rays available at the moment. No further information was available.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the custom long length ulnar stem with no bony support around the olecranon (stress riser) broke at the bone stem junction. Revision procedure required to reimplant another long stem ulnar component with allograft bony support. Revision due to broken ulnar stem. Revision procedure was successful. No x rays available at the moment. No further information was available.

Manufacturer narrative:
Correction: section d9 (return status updated to no) and h6 (device code corrected from break to fracture). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.